Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's reservoir was not locking into the reservoir compartment. The patient's blood glucose at the time of incident is unknown; however, the customer stated that they have woken up with the reservoir having fallen out of the pump, resulting in high blood glucose readings. A missing plastic piece of the reservoir compartment was mentioned. The customer also confirmed that the pump had never been dropped or bumped, and that there was never an car accidents while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratched display window and scratched case. The infusion set and reservoir does not lock into place due to reservoir tube damage.